Event description:
Hip, lower back, and pelvic pain, inflammation in joints. Hair loss, major increase in menstrual pain and cramping. Pelvic pain with sex and cramping between periods. Cbc shows low albumin due to inflammation, no cause shown on xray or MRI. MRI shows degenerative disc disease which is uncommon for my age (2018). Also edema around si joint and coccyx bone spurs.